Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier from the device. Device interrogation revealed atrial lead noise and low impedance. Programming changes were made to resolve the issue. No patient symptoms were reported.

Event description:
New information noted that the patient's condition was stable after the programming changes were made.